Event description:
It was reported that an asymptomatic patient presented in clinic. It was discovered that the right atrial (ra) lead was exhibiting noise. Noise could not be replicated. No interventions were taken. The patient was in stable condition.